Event description:
A customer contacted baxter's global technical service center to request assistance with ending therapy. The patient line dropped on the floor. The homepatient (hp) needed help getting the cassette out. The technical service representative assisted with ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a user error (patient dropped the patient line on the floor) was not confirmed due to the lack of a sample. A batch review was not performed due to unknown lot number. The assignable cause was undetermined. A labeling review was performed, and it was determined that the labeling was found adequate for the user error in the complaint. The homechoice at home guide instructs patients how to disconnect themselves. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.